Manufacturer narrative:
The following sections were updated in follow-up 1. B4, b5, d9, g3, h2, h3, h10 & h11. Correction: this is a non-reportable event. According to the event description summary, there was a leak in the side arm tubing of the heliostar balloon catheter. There were no reported issues with the guidestar sheath. No leakage was found anywhere on the guidestar sheath while performing a manual leak test. No physical damage was found anywhere on the sheath during visual inspection and the sheath deflected as intended. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Clarification provided of complaint: it was a product malfunction and the product was not inserted into the patient or used. It was a leak in the side arm tubing on the heliostar balloon.

Event description:
Tubing where you flush the sheath had a hole in it. Leaked when flushing. Clarification provided of complaint: it was a product malfunction and the product was not inserted into the patient or used. It was a leak in the side arm tubing on the heliostar balloon. No additional information available.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.